Manufacturer narrative:
The customer¿s report of disconnect during power injector use was confirmed. The root cause of the catheter disconnecting during power injector use is most likely the use of a less than optimal mating device.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported spontaneous disconnection of mp5310 from peripheral IV access device with leakage of contrast during pressure injection. No specific event details are available and there is no report of patient harm